Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached tissue ingrowth cuff was confirmed; however, the root cause was not identified. The product returned for evaluation was one 9.6fr s/l hickman chronic catheter. The sample appeared free of obvious usage residues. The tissue ingrowth cuff was detached and was not returned for evaluation. Microscopic inspection of the sample revealed adhesive residue at the site of the detachment. The adhesive appeared continuous around the circumference of the catheter. No gaps or voids were observed in the adhesive coverage. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the site of the cuff detachment. During manufacture, adhesive is applied to the cuff, not to the catheter tubing. Therefore, the presence of continuous adhesive residue on the catheter tubing suggested that the cuff was initially adhered to the catheter during device manufacture and subsequently became detached. The severity of the tensile weakness indicated that device manipulation likely contributed to that detachment. It could not be determined when or how that manipulation occurred, nor to what extent such manipulation contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include cuff manipulation prior to or during attempted use.

Event description:
It was reported the cuff fell off. Additional information: facility reports the cuff fell off the catheter during catheter insertion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzj1368 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reports the cuff fell off the catheter during catheter insertion. No other information was provided. No harm to the patient was reported.